Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of high capture thresholds on the left ventricular lead since implant. The lead was capped and replaced during routine device change out procedure on (B)(6) 2017. The procedure was successfully completed without adverse event before, during and after the procedure.